Event description:
Pt received CPAP machine in 2001 as a brand new unit. In 2003 the machine failed to operate. It displayed a "system error 15" message. The manufacturer cited that it was due to a faulty pressure transducer.